Event description:
It was reported that the procedure was to treat a mildly tortuous and 85% stenosed mid left anterior descending artery. A 2.75 x 18 mm xience pro stent delivery system was being advanced through the guiding catheter when a "crack" in the shaft was observed. The sds was advanced to the lesion; however, it could not be inflated. There was no resistance advancing the sds. The sds was removed and another xience pro was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.